Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the device found that there was high resistance in the battery. Interrogation of the device indicated it was being used to deliver 2,000 mcg/ml baclofen at 12.3 mcg/day. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned for analysis. The patient was receiving an unknown drug via an implanted pump. The indication for use was not reported. Further information was not provided.